Event description:
Customer reported an issue with the passport 2 monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated unit were unable to duplicate the reported problem. As a preventative measure, the cpu board was replaced and the cables were reseated and cleaned. Unit was tested to factory's specs.